Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, back-up vvi was observed on merlin.net. The patient came in for a follow-up appointment and normal device settings were restored with technical support's assistance. The back-up vvi was due to event queue overflow. The patient was stable.